Event description:
It was reported that a power injectable microbore catheter extension set disconnected. This malfunction occurred during infusion. This event resulted approximately 20 cc¿s of blood loss; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.